Event description:
It was reported that, during an arthroscopy, the sterile package of an stabilization shoulder kit had a slit and opening, therefore, the sterile barrier was compromised. The procedure was resumed, without any delay, using an equivalent s+n back up. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).